Manufacturer narrative:
There were multiple motor stalls and recoveries seen in the logs. During analysis the technician found significant residue and shaft wear on the upper shaft of gear 2 and also found some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. Analysis concluded motor/gear train anomaly/corrosion and-or wear and-or lubrication and motor/gear train anomaly/stall due to shaft-bearing.

Event description:
It was reported that a motor stall occurred on (B)(6) 2013 at 12:57 with no recovery noted. The patient¿s school reportedly called the healthcare provider (hcp) at 12:14 to say that it was alarming. When the actual time was 17:36, the programmer showed a time of 18:58. The patient was at school when the event occurred. The patient was not showing any symptoms. The patient had not been around any magnets. Follow-up information indicated that the hcp requested emergency procedures for lioresal. The device system was used to deliver baclofen. It was later reported that the motor stall recovered. Another motor stall occurred on (B)(6) 2013 and did not recover. The patient was supplemented with oral baclofen to prevent withdrawal. The pump was replaced. The patient experienced increased spasticity in her extremities. At the time of this report, the patient status was indicated to be ¿alive-no injury.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, 4 product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).